Event description:
Related manufacturer reference number: 1627487-2020-23016; related manufacturer reference number: 3006705815-2020-02898. It was reported that the patient experienced an infection. As such, surgical intervention took place on (B)(6) 2020 where in the entire system was explanted to address the issue.

Event description:
Additional information received indicates that the patient experienced infection at the ipg site.

Manufacturer narrative:
Per the new information received, the infection was at ipg site. There is no issue with the device reported under MFR report # 1627487-2020-23017. Hence, MFR report # 1627487-2020-23017 does not meet the reportability criteria.